Manufacturer narrative:
The download data from the received device does not contain any timeouts or drive stalls, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. Investigation found the soft cannula kinked. It is unknown when or how this damage occurred. Fluid path and leak tests was performed, and fluid was found to flow freely though the complete fluid path without any leaks. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod for longer than 48 hours.